Event description:
The customer observed numerous drain time errors on all the prism analyzers in the customer facility for the hepatitis b surface antigen and hiv assays when prism reaction tray lot 90359m500 was in use. The customer put the suspect reaction tray lot on hold and used another lot and no drain time errors were generated. The customer was sent replacement lot of reaction trays. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Prism 6 channel analyzer, list # 6a36-04, serial #'s (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Manufacturer narrative:
(B)(4)